Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there was a motor error alarm. The blood glucose reading was 202 mg/dl. The patient was assisted with clearing the alarm. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.